Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation findings were as follows: the image guide bundle had significant breakages and the acoustic lens was peeled, the distal end was shaved, the bending section cover had wear, the connecting tube had a dent, due to wear of the angle wire, and bending angle in the "up" direction did not meet standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had a bad quality image and was leaky. The issue was found during preparation for use. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.